Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacture¿s investigation conclusion: a direct correlation between the device and the reported anemia could not be conclusively established through this evaluation. The pump was reportedly functioning as intended with no indication of malfunction or thrombosis. The submitted log files captured the pump operating as intended at the set speed with no notable events or alarms observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. He heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 due to anemia. The pump was functioning as intended with no indication of malfunction or thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.